Event description:
I had lasik on my eyes in around 2002 and starting in around 2012 I developed 2 different types of cataracts at (B)(6). I am now (B)(6) and my worse eye is 20/200 and the other eye which has a different type of cataract is now 20/60. I have to have cataract surgery soon and I do not have a k-card to give to the surgeon and cannot obtain that information from the lasik surgeon since it was destroyed. My brother also had lasik in around 2010 and he has cataracts at a relatively young age and also cannot get his pre-lasik measurements because the records were thrown out and neither he nor I were furnished with a k-card at any point.